Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to pain. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 24 mar 2021.